Event description:
According to the customer, the machine did not start. The laser was serviced by a trimedyne field service engineer, who was unable to duplicate the reported problem. The system started up normally, but the display showed a "[b] output energy too low" error message. An evaluation of the laser was performed and found the local loop detector was not functioning properly and was corroded.

Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. Further information and results of this investigation are detailed in the file attachment. (B)(4). Note: this event was initially determined to not be reportable based on the initial customer complaint. However, the evaluation of the nonconforming detector that was completed on (B)(4) 2013, subsequent to the completion of field service engineer travel led to the decision to report. (B)(4).